Manufacturer narrative:
Batch review performed on 20-dec-2022. Lot 2001645: (B)(4) items manufactured and released on 11-may-2020. Expiration date: 2025-04-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved in the event: gmk-sphere 02.07.1201r tibial tray fixed cemented size 1 r (k090988) lot. 1908609: (B)(4) items manufactured and released on 06-apr-2020. Expiration date: 2025-03-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.0112fr tibial insert fixed sphere flex size 1/12 mm r (k121416) lot. 1910184: (B)(4) items manufactured and released on 17-dec-2019. Expiration date: 2024-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 11 months after the primary surgery, the patient came in reporting knee instability and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.